Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
Sample is unavailable for evaluation. However, an image has been provided. A follow-up report will be provided once the investigation has been completed.

Event description:
"11:40 pm on (B)(6) 2020, it was observed extravasation of peripheral parenteral nutrition through the hub with blood reflux."